Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units of insulin. Reportedly, the customer withdrew 40 units of insulin from the cartridge when the insulin gauge displayed the cartridge was empty. There was no impact to the customer's blood glucose level. Reportedly, a new cartridge was successfully loaded and the insulin gauge displayed an accurate fill estimate. Insulin therapy was resumed.